Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer's blood glucose level was 143 mg/dl. It was confirmed that the customer will continue using the pump for continued insulin therapy.